Event description:
It was reported that a user experienced loss of continuous glucose monitoring readings after a shower while using a dexcom g7 with the ilet system, and was advised to wait and then restart the device if signals did not return. Symptoms included no reported adverse clinical effects. Outcomes included no change to blood glucose management and no need for medical care. Investigation included troubleshooting and user education regarding signal loss recovery and device restart. Investigation of this case revealed a transient loss of cgm signal without identified device malfunction and no implicated ilet component. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interaction leading to temporary cgm signal interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.